Event description:
Event [preferred term] (related symptoms if any separated by commas) episodes of hyperglycemia [hyperglycaemia], episodes of hypoglycemia [hypoglycaemia], novopen echo plus either records double doses or doesn't take purge doses into account [device information output issue]. Case description: this serious spontaneous regulatory authority case received via (B)(6) from france was reported by a consumer as "episodes of hyperglycemia(hyperglycemia)" beginning on (B)(6)2024, "episodes of hypoglycemia(hypoglycemia)" beginning on (B)(6) 2024, "novopen echo plus either records double doses or doesn't take purge doses into account(device information output issue)" beginning on (B)(6) 2024, and concerned a adult female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart) from (B)(6) 2024 for "diabetes", , tresiba penfill 100 u/ml (insulin degludec) from (B)(6) 2024 for "diabetes", patient height, weight and body mass index were not reported. Dosage regimens: novopen echo plus: fiasp: on (B)(6) 2024 to not reported; tresiba penfill 100 u/ml: on (B)(6) 2024 to not reported; current condition: diabetes (since 2 years) historical condition: blood sugar levels have always fluctuated (before initiating treatment with tresiba and fiasp). On an unknown date in (B)(6) 2024, patient reports having problem with red novopen echo plus, which either records double doses or doesn't take purge doses into account and hence can't use it correctly. Patient stated that the pen worked normally the first week, but began to have problems the second week. The patient was hospitalized due to instability of blood sugar, presenting episodes of hyperglycemia and hypoglycemia. Other details of hospitalization were not reported. (Duration and discharge details) batch numbers: novopen echo plus: requested fiasp: requested tresiba penfill 100 u/ml: requested action taken to novopen echo plus was reported as unknown. Action taken to fiasp was reported as unknown. Action taken to tresiba penfill 100 u/ml was reported as unknown. The outcome for the event "episodes of hyperglycemia(hyperglycemia)" was unknown. The outcome for the event "episodes of hypoglycemia(hypoglycemia)" was unknown. The outcome for the event "novopen echo plus either records double doses or doesn't take purge doses into account(device information output issue)" was not reported. Since last submission the case has been updated with the following: regulatory authority classification added e2b authority number added narrative updated accordingly. References included: reference type: e2b report duplicate reference ID (B)(4) reference notes: #dup reference type: e2b authority number reference ID (B)(4) reference notes: (B)(6) medicine and health products), fra preliminary manufacturer's comment: 12-jul-2024: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. No conclusion reached.

Event description:
Case description: investigational results: name of the suspect product: novopen echo plus. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Name of the suspect product: fiasp. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Name of the suspect product: tresiba penfill 100 u/ml. Batch number of suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -final report was ticked in EU/ca device tab. -is non-reportable? Field in novopen echo plus device tab was updated as "no". -malfunction "no" was updated in novopen echo plus device tab. -imdrf codes (b, c,d, g) were updated in device addendum tab. -investigational results were updated for the suspects novopen echo plus, fiasp and tresiba penfill 100 u/ml. Narrative updated accordingly. No further information available. References included: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00124. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 25-jul-2024: the suspected device novopen echo plus has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. Patient's underlying medical condition of diabetes is a risk factor for the development of hyperglycaemia and hypoglycaemia. H3 continued: evaluation summary. Name of the suspect product: novopen echo plus. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available.